Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating no further troubleshooting was performed at this time and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.